Manufacturer narrative:
Visual inspection: a crack on the insulation near the distal was noticed. The instrument failed the insul scan test. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The failure(s) identified in the investigation is consistent with the complaint record. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.